Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the synchronization was down during each monthly maintenance event. A technical support specialist (tss) consulted with a product support engineer, identified a product incident 61519 and scheduled to be resolved in an upcoming software update. The tss informed the customer about the identified issue and advised that, as a temporary workaround, the cabinets would need to be manually restarted until the update was released. The tss attempted to contact the customer and left a voicemail with the case details and resolution guidance. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the synchronization was down during each monthly maintenance event. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.